Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 400 sterilizer. The amsco 400 operator reached into the unit to remove processed items when the door made contact with the employee's forearm resulting in the reported event. While onsite the technician was able to identify the root cause of the event to be attributed to the sterilizer not being leveled per specification. The technician leveled the amsco 400 sterilizer, tested the unit, and found it to be operating according to specification. The unit was installed in (B)(6) of 2015 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported an employee was injured while retrieving items from an amsco 400 sterilizer. The facility did not disclose if medical treatment was sought by the injured employee. The employee has since returned to normal work duties. No procedure delays or cancellations were reported.